Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the lack of a no power alarm when both external power sources are disconnected. The internal nimh battery which drives the no power alarm was found with low cell voltages. Replacing it with a known working battery restored the operation of the no power alarm. The manufacturer has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a faulty nimh internal battery. Labeled for single use.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient experienced a "no power alarm" during the msa procedure. It was stated that there were no effect or consequences to the patient. No additional information provided.